Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions codes. The 23mm commander delivery system was returned, locked at the packaging position, and full loader assembly over the flex shaft. Half the fine adjust and no flex was used. During visual inspection, an inflation balloon burst with a longitudinal and radial tear along the working length was observed. No pieces appeared to be missing. Due to the nature of the complaint, no functional testing was able to be performed. The event was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met specifications. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar events from the lot. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. A pre-existing mitral prosthesis near the landing zone was observed. Some degree of calcification was noted in the landing zone. A review of the IFU, device preparation manual, and device training manual was performed. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp <=50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra is required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The balloon burst was able to be confirmed from returned device evaluation. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported 'the patient had a pre-existing mitral prosthesis and it is believed the balloon ruptured at the point the balloon interacted with the prosthesis. There was also an additional 2cc's added to the volume of the balloon.' Based on provided imagery, patient had pre-existing mitral prosthesis and some degree of calcification present on the leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional 2cc was added to the nominal volume as per description summary. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. Additionally, it was reported that a pre-existing surgical valve was present near the patient native annulus. It is possible that the interaction between the balloon adjacent mitral valve prosthesis may compromise the balloon wall during inflation. These factors combinedly could have contributed to the event. Available information suggests that patient factors (calcification/ pre-existing mitral prosthesis) and procedural factors (over inflation of balloon) may have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon burst during valve deployment. The patient had a pre-existing mitral prosthesis and it is believed the balloon ruptured at the point the balloon interacted with the prosthesis. There was also +2cc's added to the volume of the balloon. The delivery system was able to be withdrawn into the sheath and removed from the patient without issue or injury. The delivery system will be returned for evaluation.